Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not give them all of the insulin. The insulin pump would alarm and say auto off. The customer's blood glucose level was unknown. The alarm did not occur during the manual prime. Troubleshooting was not completed because the line was disconnected.